Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2019-12920. It was reported during a lead revision surgery; high impedance was detected on one lead. Reportedly, physician was unable to replace the leads due to patient scar tissue and decided to explant the system and abandon the procedure (manufacturer report number 1627487-2019-12918). No other complications were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Product problem was added. Brand name information was added.